Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed an unexpected restart. The customer was changing the battery in the insulin pump when the alarm occurred. The customer's blood glucose level was 153 mg/dl. The customer stated that the insulin pump was not stored or not in use for an extended period. It was noted that it was the second occurrence of the issue. The customer advised that they could not have the insulin pump replaced at the time of the call. The customer was advised to monitor the insulin pump and call back for a replacement. The device will not be returned for analysis.